Manufacturer narrative:
Patient city - (B)(6)

Event description:
Reference number (B)(4). Event occurred in the united states it was reported on (B)(6)2024 that the patient encountered infusion set leakage which results into the replacement of infusion set. No further information available.